Event description:
Covidien received a report that a sct specialized tracheostomy tube with the wrong curvature was placed in a pt. At three days of use the pt reported severe discomfort to the medical distributor. The tube remained in the pt for another 7 days while another tube was acquired. Once the replacement tube was received, the pt was decanulated and then recanulated with the new tube.

Manufacturer narrative:
Covidien has requested the shiley sct tracheostomy tube be returned for failure investigation. The complaint investigation is currently in progress. The history records for this lot will be reviewed. A follow up report will be submitted when the investigation is completed.